Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the medical device problem code. The 3500a initial medwatch report documented medical device problem code: incorrect interpretation of signal (a070912). The correct medical device problem code is display or visual feedback problem (a0902). Corrected section: h.6 ¿ medical device problem code. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jul-2024 and 15-jul-2024. [Additional information]: on 12-jul-2024, additional information was received indicating that the sterilization method of the device is not known. On 15-jul-2024, further additional information was received regarding the sterilization method: ¿we put it through the washer ,then we autoclave it." Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional was at the hospital and was informed that prior to the start of an ent (ear, nose & throat) procedure, the 0° trudi nav suction device (tdns000z / 2212120) ¿was bad.¿ the reporter plugged in the suction ¿ not during the procedure, and the suction device would not work. The device showed 20 uses. It did not give an error code ¿ ¿it turned green on the screen ¿ it just would not work.¿ there was no patient involvement as the procedure has not started when the device was tested. On 28-jun-2024, additional information was received. Per the information, the 0° trudi nav suction device would not track on the trudi screen. ¿it showed green on the console and the monitor ¿ but did not navigate.¿ based on the additional information received on 28-jun-2024, the event has been deemed reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the trudi suction device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (2212120) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 16-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the electrical functionality was tested, and the device was found to be out of the specifications for the sensor connectivity values, shield connectivity to body values, and eeprom connectivity values. The reported issue documented in the complaint was confirmed based on the failure observed on the electrical test. However, the root cause of the failure remains unknown. A review of manufacturing documentation associated with this lot (2212120) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of acclarent quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) states that the user must confirm that trudi¿ suction is recognized and displayed by the trudi¿ system. The number of procedures that the trudi¿ suction was used with the trudi¿ system is presented in a circle. A green line at the bottom of the graphic reflects that the device is ready for the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.